Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient's equipment was switching power sources earlier than expected and at times those power switches were accompanied by critical battery alarms. There was no reported patient injury related to this event. The batteries were exchanged by the facility. The batteries reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required action. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of four reports 3007042319-2016-00287, 3007042319-2016-00288, 3007042319-2016-00289 and 3007042319-2016-00290 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that the controller was switching the active power source earlier than expected and at times this event was accompanied by critical battery alarms. The four batteries were removed from service and the patient was issued replacement devices. The four batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event..